Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: yellow ray showing on image, faulty charged couple device (ccd), crack on the body and a leak a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "blurry" was due to a yellow ray showing on image due to faulty charged couple device (ccd). The leak was due to crack on the body of the camera head. The most probable cause of the complaint is cause traced to component failure for all findings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head had blurry image, during setup/inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.